Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter was allegedly unable to be retrieved. It is unknown if a filter retrieval procedure was performed, and the filter has not been removed. Based on a review of medical records received, the patient with history of deep vein thrombosis with increasing pain and swelling had a vena cava filter deployed below the renal veins in adequate position. There were no acute complications and the patient tolerated the procedure well. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months of post deployment, a computed tomography of abdomen and pelvis was performed for right groin and lower quadrant pain. The study showed that there was an inferior vena cava filter present. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. H10: b6, b7, g3. H11: g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis with increasing pain and swelling was scheduled for vena cava filter placement. The right internal jugular vein was accessed and an inferior venacavogram was performed which demonstrated a normal caliber ivc without clot. The filter was deployed below the renal veins. Completion venogram demonstrated adequate positioning. The vascular sheath was exchanged for a quad lumen catheter with the distal tip in the right atrium. There were no acute complications. The patient tolerated the procedure well and left the department in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the filter being unable to be removed, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. - close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. - with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter was allegedly unable to be retrieved. It is unknown if a filter retrieval procedure was performed, and the filter has not been removed. The patient alleges to not be suffering from any symptoms related to the filter at this time. Based on a review of medical records received, the patient with history of deep vein thrombosis with increasing pain and swelling had a vena cava filter deployed below the renal veins in adequate position. There were no acute complications and the patient tolerated the procedure well. No additional information was provided in the medical records received.